Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level of over 400 mg/dl on (B)(6) 2017. Customer treated the high reading with manual injection. The customer experienced the high blood glucose after using the infusion set for one and a half day. Customer was not able to complete troubleshooting for high blood glucose readings. The customer also reported the physical damage with their battery carrier for the older insulin pump model. The product was not returned for analysis.